Event description:
It was reported that the patient had an infection on (B)(6) and was on pain medication at the time of the report. The reporter stated that the implant was for bladder pain and an infection could affect how the device worked. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot#: j0348683v, implanted: (B)(6) 2003, product type: lead; product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3031a, serial#: (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).